Manufacturer narrative:
The lot complaint history and device history record were not reviewed as no lot information was available for this complaint. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. (B)(4).

Event description:
A customer reported a patient experienced endophthalmitis in the right eye with pain and diffuse corneal keratitis, following a retina procedure performed two days after undergoing an uncomplicated cataract procedure. Two days after the retina procedure, an anterior chamber tap was performed combined with injection of an antibiotic and steroid. The patient's condition was unknown. This is one of two reports from this facility.